Manufacturer narrative:
Unit received with constant rf pic failed self-test alarm and unable to communicate to carelink pro due to a faulty y1 on the rf board. Unable to perform operating currents, self-test, unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to rf pic failed self-test alarm. Unit had cracked battery tube threads, broken reservoir tube lip and stained end cap sticker. No cracked end cap noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on (B)(6) 2017 that the insulin pump was damaged at the reservoir compartment and battery compartment. Blood glucose was unknown at the time of incident. No symptoms or treatment were reported. Troubleshooting was performed but was not stated whether reservoir still locks into place or not. Product was returned for analysis.